Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result. Customer is stating they tested positive with other brand of rapid antigen consecutive for 10 days while symptomatic as well as positive with quidel qv otc test. After 10 days the quidel qv otc is still positive while another rapid antigen test is negative.